Event description:
It was reported that the patient's blood glucose levels reached 252 mg/dl while wearing the pod between 24 and 36 hours on the arm.

Manufacturer narrative:
Investigation of the device found an external tear on the soft cannula. The damage resulted in fluid leaking out of the tear, diverting the fluid from its intended fluid path. The downloaded data does not show any timeouts or drive stalls that could indicate a struggle to deliver insulin. No other damages or abnormalities were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 pod. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg.